Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were identified. The returned t6 cannulated stick fit hexalobe driver was examined visually under magnification. A torsional oblique fracture pattern was identified, likely indicating excessive twisting load about the driver's central axis. Twisting or breakage may occur when excessive force is applied to the driver. However, based on the information received no coot cause could be determined.

Manufacturer narrative:
Per information received, it was indicated devices were available for evaluation. However, the t6 cannulated hexalobe driver (part number 80-4149, batch numbers 596232) has not been returned for evaluation at this time. Manufacturing and inspection records were reviewed, and no anomalies were found. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery that while screwing in headless compression screw the driver tip broke. The surgery was completed with a backup driver with no delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00079 for the screw involved in this event.